Event description:
It was reported to philips that the device turns on, but only half of the system is functional. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that it has been reported that the system turns on, but half the system is functional. The engineer provided their analysis findings however unable to confirm the final disposition of the device because the customer refused service. No service or technical support has been provided to the customer due to end of support status of the device. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.